Event description:
It was reported that cardiac output numbers that were observed were "all over the place" either high or low and not corresponding with the patient's clinical status. When these numbers are noted they recalibrate, recalculate the numbers on the monitor and change the monitor and the thermistor cable. These numbers are observed in the ICU and the cco numbers that are observed range from 3.6 and then the measurement of 1.1 is observed. The patient was transferred after having open heart procedures from or to ICU, events occurred in ICU. Customer indicated that they are using the vig 1 monitor. There was no error messages observed. It is noted that the patient's status is fine, the patient's vital signs are checked, re-calibrate catheter, mixed venous gas is taken to confirm status of patient and the patient is fine. The catheters are placed no longer than 4-6 hours usually come out by 12 hours. The customer spoke with our technical service group to troubleshoot - shoot a bolus by putting in the correct computation constant (input into the monitor of the model number of the catheter) and then another bolus with the spacelab (bedside monitor) compare to the vigilance monitor. There have been no patient complications. There was no cable or monitor being reported, customer felt that this is a catheter issue.

Manufacturer narrative:
Catheter was not saved and could not be returned for evaluation; however, one catheter against another complaint from the hospital was returned and evaluated. There was no defect found. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. The lot number was not reported; therefore, a device history record review could not be completed.